Event description:
Procedure performed: lap. Hyst event description: while entering the tissue with the trocar, the trocar broke. Information provided by customer form: [translation] laparoscopic trocar with sheath broken during insertion into the patient trocar with sheath removed and replaced immediately after prolapse additional information received from the territory manager by email on 16feb24: lot number: 1494704. The cannula part of the trocar broke. The break occurred on the shaft. The obturator was not inside the cannula at the time of the incident. The break was considered to be a clean break. No pieces fall into the patient. The break did not cause particulation. The trocar was not used with a robot. Intervention: they switched out the trocar with a new one patient status: bleeding and tissue damage. Patient is fine. No serious complication.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the surgeon attempted to insert the cannula into the incision site without the obturator and/or used excessive force during insertion. However, as the unit was not returned for evaluation, the root cause could not be determined.

Event description:
Procedure performed: lap. Hyst. Event description: while entering the tissue with the trocar, the trocar broke. Information provided by customer form: [translation] laparoscopic trocar with sheath broken during insertion into the patient trocar with sheath removed and replaced immediately after prolapse additional information received from the territory manager by email on 16feb24: lot number: 1494704. The cannula part of the trocar broke. The break occurred on the shaft. The break was considered to be a clean break. No pieces fall into the patient. The break did not cause particulation. The trocar was not used with a robot. Intervention: they switched out the trocar with a new one. Patient status: bleeding and tissue damage. Patient is fine. No serious complication.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection confirmed that the obturator and cannula are bent. Based on the description of the event and provided photo, it is possible that the surgeon used excessive force during insertion. However, as the unit was not returned for evaluation, the root cause could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. [Correction: this second follow-up report is to provide an updated narrative based on the photo of the event unit received.]

Event description:
Procedure performed: lap. Hyst. Event description: while entering the tissue with the trocar, the trocar broke. Information provided by customer form: [translation] laparoscopic trocar with sheath broken during insertion into the patient trocar with sheath removed and replaced immediately after prolapse. Intervention: they switched out the trocar with a new one. Patient status: bleeding and tissue damage. Patient is fine. No serious complication.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.